Manufacturer narrative:
An ocd field engineer visited the site, performed alignment and adjustment to the gripper, created a new reference image and ran wad diagnostics. Though the root cause is unk. Repairs have returned the analyzer to expected operation. The customer performed qc and verified operations.

Event description:
The customer reported that the orthro provue analyzer interpreted a patient's sample containing a known warm auto antibody as negative. The customer repeated testing in manual gel method using the same lot of gel cards and reagent cells and reported that the sample was positive (1+). False negative results may result in transfusion of incompatible blood. The provue test results did not match those obtained in manual gel method using the same lot of gel cards and reagent cells, preventing erroneous results from being reported.